Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to wear/strain from normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported from (B)(6) that the magnet of the hand switch device was not strong enough and was causing it to fall off on the electric pen drive device. During in-house engineering evaluation, it was observed that the control unit was not functioning and the device ran by itself and was not switching off. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to a scheduled surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.